Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reamer/drill device would not run. It was reported that the device would run sometimes, and sometimes would not like there was a short in the switch. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The battery reamer/drill device was evaluated and the reported condition that the device would not run was confirmed. An assessment was performed and it was observed that the device showed signs of being tampered with (not service/repaired). It was noted that 1 of 2 fillist-head screws and both safety discs were missing (these are the parts that hold down lock-plate for battery/case), the wires on electronic control unit (ecu) were damaged and twisted (not straight, and has pinched marks from needle nose pliers), heat shrink missing from the side of motor, and the trigger assembly appeared to have been removed. It was further determined that the device failed pretest for general condition check, the trigger test and the functional test. The assignable root cause was determined to be component damage caused by tampering/unauthorized repair/modification by the customer or third party, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.